Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the keypad buttons were ¿worn down¿. No further information was provided. It is unclear at this time if there was a button response issue or if the issue was cosmetic. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2014. The product analysis information for this complaint was inadvertently omitted from the initial report submitted on 12/24/2014. Investigation revealed that the keypad button symbols were wearing off and the keypad rubber was peeling from the bottom up to the down arrow keypad button. The keypad rubber was also found to be torn around the ok keypad button. All keypad buttons responded intermittently and the ok and down arrow buttons were also hyper-responsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.